Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2021, a 29mm epic stented porcine heart valve w/flexfit system was implanted. Transesophageal echocardiogram (tee) was obtained while in the operating room, which showed moderate central and perivalvular leak. The epic valve was explanted and a new 29mm epic stented porcine heart valve w/flexfit system was successfully implanted. The patient was reported to be recovering.

Manufacturer narrative:
Additional information sections: d9, h2, h3, h6, h10 the reported event of paravalvular leakage and regurgitation could not be confirmed. The sewing cuff contained two small tears and sutures were ruptured on the outflow surface of one stent post. Functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The damage to the sewing cuff and stent post sutures were consistent with damage incurred at explant; however, were some of the damage to have existed at the time of, or occur during, implant, this could have potentially contributed to the reported paravalvular leakage. The root cause of the paravalvular leakage and regurgitation could not be conclusively determined.